Event description:
Nurse was assisting patient to get out of bed and ambulate to bedside commode. The bed alarm sounded and was not immediately turned off due to assisting patient. During this time frame of less than 1 minute, the sound of the alarm decreased and the smell of smoke occurred. The device was immediately unplugged and removed from the patient room. No patient or staff injury.